Event description:
The site reported a posterior capsule tear without vitreous loss during implantation of a light adjustable lens. The surgeon was able to complete the surgery without additional issue. Rxsight's awareness of this event was 12/20/2021.

Manufacturer narrative:
The site reported a posterior capsule tear without vitreous loss during implantation of a light adjustable lens. The surgeon was able to complete the surgery without additional issue. Rxsight's awareness of this event was 12/20/2021. The device history record for the lens was reviewed. No issues were noted. The lens remains implanted in the patient's eye.